Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-00538, 1221359-2022-00539.

Event description:
The consumer reported false positive results with the binaxnow¿ covid-19 antigen self test for multiple patients performed on (B)(6) 2022. This MFR. Report addresses patient 3 of 3. The consumer reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2022 on a nasal sample swab. An external antigen test taken on (B)(6) 2022 generated a negative result. Pcr testing was also performed on (B)(6) 2022, however, the results were not known at the time of this report. No additional patient information, including treatment and outcome, was provided.